Event description:
Pt admitted to critical care unit in respiratory distress and required intubation. Bagged by respiratory therapy prior to intubation. Swivel neck connector does not release easily from face mask/bag. The staff had had a similar experience on another code but attributed it to a one time event and no report was generated. With the occurrence on this code it was felt to be a definite problem. When contacting the co to obtain shipping instructions rptr was told this was a design change and that facility would have to "adapt." With the potential for a serious injury being extremely high in a critical code situation. It is not the user's responsibility to adapt. Rptr feels it is the MFR's responsibility to provide safe equipment for code situations no one apparently in this medical ctr was notified of this design change or the need for inservicing.